Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that unspecified sensor issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient experienced a loss of consciousness during an active sensor session. On (B)(6) 2026, the patient was at a friend¿s house when they suddenly became unconscious. The continuous glucose monitoring (cgm) readings at the time of the episode were unknown, and no alerts were reported as having been heard. Emergency medical services were contacted, and upon evaluation, a fingerstick blood glucose measurement indicated a value of 24 mg/dl. The patient received an unspecified injection after which they regained consciousness. Due to continued symptoms, the patient was transported to the hospital for further care. At the hospital, the patient was treated with intravenous glucose, saline, and fluids. No additional medications or interventions were reported. The patient remained hospitalized for four days before being discharged. At the time of reporting, the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.